Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had leads for off-label use. Device 3 of 4: reference MFR. Report#: 1627487-2016-05753, reference MFR. Report#: 1627487-2016-05754, reference MFR. Report#: 1627487-2016-05756. It was reported purulent drainage was located at the patient's lead sites. A (B)(6) infection was confirmed to be present at the lead site. In turn, the patient's leads were explanted and she was given antibiotics to address the infection.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2016-05753. Reference MFR. Report#: 1627487-2016-05754. Reference MFR. Report#: 1627487-2016-05756. Follow-up revealed the infection has resolved.